Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior. The pump's impact on the customer's blood glucose was unknown due to lack of information. Technical support decided to replace the pump, instructed the customer on how to store the malfunctioning pump before returning it, and confirmed the shipping address. The customer was advised to contact their healthcare provider for a backup insulin therapy, as none was available at the moment.